Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The provided details were forwarded to an hcp for review and statement ¿ [excerpts]: ¿I think that's all right. With the further diagnosis of breast cancer, it is possibly more related to this than to the nail. But since only a temporary medical intervention (eliquis) is necessary here, which can be discontinued in 6 months, the categorization is ok.¿ with given details no further technical statement could be given. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
A post-market clinical evaluation of the treatment of femur fractures with the femoral nail piriformis fossa (pf) of the t2 alpha femur antegrade gt/pf nailing system subject (B)(6). Patient developed deep vein thrombosis on the ipsilateral side (right lower extremity) distal to the pf nail implant. Doppler study ((B)(6) 2023) day prior to 9 month post-op follow-up visit on (B)(6) shows dvt persists. Ortho deferred treatment to oncology due to breast cancer setting. Prescription for 5 mg eliquis still current.

Manufacturer narrative:
The reported event that the patient developed deep vein thrombosis could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. H3 other text : device remains implanted in patient.

Event description:
A post-market clinical evaluation of the treatment of femur fractures with the femoral nail piriformis fossa (pf) of the t2 alpha femur antegrade gt/pf nailing system subject (B)(6). Patient developed deep vein thrombosis on the ipsilateral side (right lower extremity) distal to the pf nail implant. Doppler study ((B)(6) 2023) day prior to 9 month post-op follow-up visit on (B)(6) shows dvt persists. Ortho deferred treatment to oncology due to breast cancer setting. Prescription for 5 mg eliquis still current.